Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During reaming our reamer broke. Case type tha.

Manufacturer narrative:
Reported event: the event reported that an offset cup reamer handle (pn 207080) broke during reaming. The case continued successfully with no delay. Device evaluation and results: material analysis from the investigation record: material analysis has been completed on previous investigations with the same failure mode. No additional material analysis is required for this investigation. Visual inspection confirms the proximal u-joint damaged. The exterior of the u-joint was worn, long pin disassociated and weld failed. Attached pictures show failure. Device history review: review of device history records indicate that 29 devices were accepted into final stock on 04/15/2016 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n 207080, l/n 32031215 show no other complaints related to the failure. Conclusion: the failure was confirmed. Corrective action / preventive action: (B)(4) has been closed for the failure mode associated with this investigation.

Event description:
During reaming our reamer broke. Case type tha.